Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the data was not crossing over to the pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data was not crossing over to the pyxis. A technical support specialist (tss) checked the downtime query and found that all messages had no delay. The tss also reviewed the services and confirmed that everything was up and running smoothly. The tss confirmed with the customer that the issue had been resolved and mrn (medical record number) was crossing over to the station. The system functioned as intended after the customer resolved the issue.